Manufacturer narrative:
Analysis of the stim lead found bent distal end - new out of the box anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead looked "deformed" at the #0 electrode. This was discovered during operation, and a different lead was used in the procedure instead. It was reported that "the operation was done with no incident," and there was no affect to the patient's health.